Event description:
It was reported the lead was replaced due to high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. However, performance data was collected from the device. Analysis of that data revealed high hvb impedance ranging from 960-2376 ohms, and high svc impedance ranging from 1056-2760 ohms.